Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system (ds). Before the procedure, the patient's heart rhythm was observed to have an underlying atrial fibrillation (af). There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, they pre-dilated using a 22mm non-abbott balloon. Immediately after that the patient went into complete heart block and required pacing support through a temporary pacing wire. Following that, the navitor valve was implanted successfully with the depth of approximately 3-4mm. On the same day, the patient received an unspecified pacemaker which resulted in a prolonged hospital stay for pacemaker recovery. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There is no allegation of malfunction against abbott delivery system or valve. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention and surgical intervention was result of case-specific circumstance as patient required temporary pacing wire and pacemaker for heart block. The patient was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.